Event description:
Manufacturer's response: we received a report from the customer regarding water coming through the cannula. We investigated the disposable pt circuit and found that the leak rate was 3 milliliters/hour. We will continue to monitor for trends and take appropriate action as necessary. Event description: pt was on the vapotherm high flow nasal cannula receiving care from pt when it was noticed that water was coming through the cannula and spraying into the pt's nose. The vapotherm was removed from the pt and inspected by rt. It was found to be periodically spraying water out of the circuit where the cannula connects. Pt was placed on a different nasal cannula and the circuit was removed form the capotherm and the rt supervisor was notified of the incident.